Manufacturer narrative:
(B)(4).

Event description:
Dr placed the drill guide on the acetabular rim. The drill guide pulled back as the anchor was being inserted and the proximal end of the anchor broke off. They were able to use a grasper to retrieve the broken pieces and the remainder of the anchor stayed in the bone. They finished the case using the straight version of the anchor.